Manufacturer narrative:
The tech found the scale was zeroed with pt in the bed, user error. The tech zeroed the scale with the pt out of the bed to resolve the issue.

Event description:
The account alleged that bed exit will not set. No pt impact.